Event description:
A customer reported to beckman coulter (bec) that less than 10 ml of fluid leaked behind the white blood cell (wbc) bath in the coulter® hmx cap pierce hematology analyzer. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and observed a leak by the white blood cell (wbc) bath. Upon further inspection, the fse found a pin hole on the left side of the wbc bath that leaked onto solenoid 17. The fse replaced the wbc bath and aperture o-rings, and the solenoid 17. While running latron control, the fse noticed the conductivity was running low. The fse replaced the triode in the radio-frequency (rf) box, resolving the issue. Failure mode of the leak was related to a pinhole on the left side of the wbc bath. The failure mode of solenoid 17 was related to the leakage from the wbc bath. The failure mode of low conductivity recovery was attributed to the defective triode in the rf box. (B)(4).